Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer had been using off-label insulin. All supplies were changed out to resolve the issue. Customer's blood glucose (bg) level for this issue was over 400 mg/dl. Additionally, it was reported that the customer experienced a low bg level that was "low" per continuous glucose monitor readings. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.